Event description:
It was reported that the device was explanted and replaced due to premature eri. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.